Manufacturer narrative:
(B)(4). The reported event is not confirmed. No device or photos were received; therefore the visual inspection was not performed. Device history record  (DHR) was reviewed and no discrepancies were found. A complaint history review was conducted and determined that no further action(s) is/are required. A definite root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. (B)(4). Concomitant medical products: ti-double lead cortical screw 5.0x24mm, catalog #: 14-405024, lot #: 119280. Ti-double lead cortical screw 5.0x26mm, catalog #: 14-405026, lot #: 870050. Ti-double lead cortical screw 5.0x28mm, catalog #: 14-405028, lot #: 574110. Ti-double lead cortical screw 5.0x40mm, catalog #: 14-405040, lot #: 457620. Ti-double lead cortical screw 5.0x75mm, catalog #: 14-405075, lot #: 429400. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, #10. Postoperative bone fracture and pain.

Event description:
Patient experienced a fracture of the bone above the previously placed nail and has been indicated for a revision procedure following resolution of an infection of an ulcer on his foot. No revision procedure has been reported to date.